Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment capas. The electronic lot history record (elhr) no associated manufacturing nonconformities issued to the reported lot. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery with eight prostyle devices using the pre-close technique via an 8fr sheath hole prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with all eight devices. The sheath was upsized to 12fr and the aaa procedure was completed. Hemostasis was achieved with a cutdown surgery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.